Event description:
It was reported that the patient underwent a revision of his artificial urinary sphincter (aus) device because it was not working properly after it was activated. The physician determined there was air in the system. An accessory kit was used in order to remove all of the solution from the system and then refill the device system again. No components were explanted. After the revision the device was working perfectly.